Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that user stated that they experienced pain, hematuria, incontinence, bladder fistula, urethral or bladder trauma, bladder cancer, bowel injury, bladder perforation, urethral sphincter dysfunction, and retained fragments from catheter when they were asked about complications while using the foley catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Event description:
It was reported that user stated that they experienced pain, hematuria, incontinence, bladder fistula, urethral or bladder trauma, bladder cancer, bowel injury, bladder perforation, urethral sphincter dysfunction, and retained fragments from catheter when they were asked about complications while using the foley catheter. It was unknown what medical intervention was provided.